Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was protruded. The customer¿s blood glucose level was 304 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, and excessive no delivery tests. No motor error alarm noted. The motor passed the motor test. The drive support disk was inspected and no damage or anomaly noted.